Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarm cassette not attached properly and upstream occlusion. No patient adverse events reported.